Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed from the date of manufacture to the present date. The device was not previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called due to experiencing the "safety clamp open" alarm on their lvp. After instructing the customer to look at the door latch sear it was found to be bent. Recommended replacing. Then I informed the customer on how the door latch sear gets bent and recommended sending an email to the nursing department on how to properly close the lvp doors. No patient involvement. (B)(4).